Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a severe headache, nausea, vomiting and shakiness after the trial procedure. The physician noted some liquid and suspected a leakage and recommended possible blood patch. The patient's leads were pulled and the patient was reportedly doing well. There was no further information provided to the bsn representative.